Event description:
Boston scientific crm received information that this patient presented with a low heart rate and dizziness. It was noted the impedance measurement on the right ventricular lead was greater than 2500 ohms. Additionally, there was no capture.

Manufacturer narrative:
This lead remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received.

Manufacturer narrative:
The product has not been returned. If the product is returned for analysis or if additional information becomes available, this report will be updated.

Event description:
Information was later received that noise was present on this lead. The physician noted that the lead had been replaced. No adverse patient effects were reported.